Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose level up to 425 mg/dl for 3 weeks; took correction via pump and insulin pen. Patient alleges pump does not deliver insulin correctly. No adverse event reported. Requested return of the alleged pump for evaluation.